Event description:
A pt admitted with end stage liver disease and cholangitis and acute renal failure. Placement of vascath for dialysis complicated by catheter wire fragmenting when attempting removal through catheter. The wire could not be removed and entire procedure aborted and whole catheter removed. Line complication, secondary to device malfunction, resulting in subsequent bleeding from original site, and further interventions.